Event description:
It was reported that this event occurred in the ICU department. The insertion site was the patient's right subclavian. "After many punctures, the guide advances, but deforms on many occasions". As a result, the device was removed and replaced successfully; multiple punctures were made using the same original device, but the exact number of punctures is unavailable. There was no delay, harm, complications, injury or death reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).